Event description:
Complainant alleged that the medics were attempting to monitor a pt, who was complaining of nausea, and who had a history of heart problems, but the device screen intermittently blanked out. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.